Manufacturer narrative:
Device evaluation: one medfusion pump was returned for investigation in used condition. Motor not running errors was in the event history log (ehl). During analysis, the reported issue was able to be duplicated. The leadscrew and position pot tab nuts were tightened down tight not to factory spec of .002". The reported issue was caused by the customer. Service tightened down leadscrew and position pot tab to factory spec. .002".

Event description:
It was reported that the medfusion needs a main board or motor.